Manufacturer narrative:
Concomitant medical products: abstack20 5mm sgl use abs dev 20 tacks (lot#:noa0558), abstack20s sht 5mm sgl use abs dev 20 (lot#:n9l0350u). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of parastomal and ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, extensive adhesions of small bowel and omentum to the mesh as well as small bowel obstruction. Post-operative patient treatment included multiple mesh revision surgeries.